Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2013, the reporter contacted lifescan (B)(4), alleging data port issue. The reporter alleged the rubber cover to the data port has broken off from use and they are holding closed with tape. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 ¿ (10/29/2013).the patient¿s meter has been returned and evaluated by lifescan product analysis on 10/8/2013 and 10/22/2013, respectively, with the following findings: the meter involved in this complaint failed testing. The meter was found to have loosened rubber cover of data port. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.